Event description:
Related manufacturer reference number: 1627487-2022-02312, and 1627487-2022-02310. It was reported, the patient experienced auto reducing. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
This lead is no longer reportable as it is functioning as intended and there are no allegations.

Event description:
Related manufacturer report numbers 1627487-2022-03231, 1627487-2022-03232. Additional information revealed that there was no issue with this lead, it is functioning as intended.